Event description:
It was reported that the device was used during a laparoscopic cholecysectomy. It was reported by the rep that the trocar gasket split during the procedure. The case was completed using a new 511s trocar. There was not consequence.